Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Visual analysis of the photographs identified: deflation: unable observed openings on the device. Additional observation: white particles are observed inside the device it is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side deflation as its a saline device. Device has been explanted and replaced.